Event description:
Boston scientific received information that this right ventricular (rv) lead was being explanted and replaced with a defibrillation lead due to an upgrade from a pacemaker to ICD. The physician had difficulty removing this rv lead; during the procedure the rv lead broke. The lead segments were discarded at the explanting facility and will not be available for analysis. A new system was implanted with no additional complaints.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.